Manufacturer narrative:
The peritonitis event occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause was not reported. It was reported that the patient was not hospitalized for the event. On an unknown date in the same month as onset, the patient was treated with ancef (1.25 gram, route and frequency were not reported) and fortaz (1 gram, route and frequency were not reported) for peritonitis. On an unknown date in the same month as onset, treatment with ancef and fortaz was stopped and the patient was started on vancomycin (2 grams, every 3rd or 4th day based on the vancomycin levels). At the time of this report, the patient has recovered from the event and action taken with pd therapy was not reported. No additional information is available.